Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the ostium of the left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. It was reported that when removing the stylette, the nc sprinter balloon tip was damaged. It was reported that the nc sprinter balloon could not load onto the non-medtronic guide wire smoothly. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The non-medtronic guidewire has been successfully used with other devices. The nc sprinter did not enter the patient's vasculature. The patient was reported to be alive with no injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an image provided for review is of the shelf carton, inner pouch and a section of the device. The distal tip is covered in the image therefore, it is not possible to determine if it is damaged. The lot number shown in the image corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.